Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The facility rep alleged that there is a short in the wire because if you move the wire, it will work and now it won't work at all. The bed will not go up or down. MDR filed.